Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline (dl); however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured multiple low speed and pump stop events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. These events occurred while the patient was being supported either by the power module or mobile power unit. Based on previous complaint history, the events observed in the log files could be indicative of a potential dl issue. No other notable events were captured, and the pump appeared to have operated as intended above the low speed limit, excluding the low speed and pump stop events. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the issue did not resolve as of 12sep2021, as the patient experienced low flow and pump stop alarms on this date. The alarms resolved when the patient was switched to batteries and an ungrounded patient cable; the pump restarted. The patient did not experience any symptoms during this event. The log file captured the pump stop events at 1:22pm and the issue still appears to be a short to shield condition. It was recommended to continue using the batteries with the patient or to utilize the ungrounded patient cable. The patient was stable and on hospice care.

Manufacturer narrative:
The previous driveline repair was reported under MFR # 2916596-2020-06073. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop and may possibly have had a short to shield. The log file captured a pump stop event on (B)(6) 2021 as well as several low speed and pump stop events on (B)(6) 2021. The events all occurred while the patient was using the mobile power unit (mpu) and it appeared to most likely be a short to shield situation. The x-ray images of the driveline were unremarkable, but it was noted that the patient had a previous driveline repair. The repair was within 4 inches of the exit site and there was no space for another repair. The analysis of the returned portion of driveline post driveline repair did not confirm any damage to the lead meaning that the damage was likely internal and the patient should be maintained on a no ground cable and battery power moving forward. The patient was stable on batteries.